Manufacturer narrative:
Only the inserter and three lengths (4, 7 and 8 inches) of the suture were returned for examination. Visual assessment of the inserter found no damage. The suture is frayed on two out of the three pieces. The suture appears to have been abraded to the point of breakage by an ancillary device. A review of our complaint database confirmed this failure to be isolated in nature. Device history review confirmed no abnormalities were reported with this lot during manufacture.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the raptormite 3.0 was fixed on the patient and the suture was pulled, it was not fixed, but the suture was cut. The same device was used as a backup.